Event description:
It was reported that the system, which was implanted yesterday, had an inappropriate shock due to oversensing of air bubble noise. Technical services reviewed and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing via reduced intrinsic amplitudes. Also, the smart pass feature has programmed itself off due to the low amplitudes. In-office testing found that the secondary sensing vector was better than the current one. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the system, which was implanted yesterday, had an inappropriate shock due to oversensing of air bubble noise. Technical services reviewed and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.